Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode with no output. The device exhibited a high current drain which resulted in premature battery depletion. This was due to a loose bond joint on the hybrid.

Event description:
It was reported that the pulse generator was in backup vvi mode and could not be restored. The patient underwent a computed tomography (CT) scan post implant. The patient was syncopal at times. The device was removed and replaced.